Manufacturer narrative:
On (B)(6) 2020, mentor became aware that it was erroneously omitted to report that the devices were removed on an unknown date. Reason for device explant and/or reoperation: breast implant illness. Manufacturer¿s reference number: (B)(4). Corrections: the implants were removed. The date of removal is unknown.

Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation review could be performed. Reason for device explant and/or reoperation: n/a. (B)(4).

Event description:
It was reported that a female patient underwent a breast surgery with an unspecified mentor breast implant and suffered from an unspecified breast implant illness. At the time of this report, mentor has received no information regarding explantation or an expected explantation date. This medwatch is for the right breast implant.